Manufacturer narrative:
Concomitant medical products: product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device; product ID 977d260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: screening device. (B)(4).

Event description:
It was reported that the patient was in the middle of the trial and was originally scheduled to have the leads removed on (B)(6) 2015. The company representative spoke to the patient on (B)(6) 2015 and the patient thought the leads had moved and he was not getting the coverage like he once was. He also stated the bandage was not sticking well due to perspiration. Of note, the patient had been to the ER prior on an unknown date for a dressing change. On (B)(6) 2015, the company representative instructed the patient to go to the emergency room to have the system removed to prevent infection. The patient denied fever and chills. The patient did go to the ER the following day and had the leads removed. A small amount of purulent drainage was noted at one lead site. The patient was seen again on (B)(6) 2015. No signs of infection were noted and an infection was not confirmed; no antibiotics were given. No further information was available. If additional information is received, a follow up report will be sent.